Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735762, version #: 2.1.0, h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged 50 millimeters inaccuracy during the procedure. The probable cause of the reported issue was likely due to a frame shift. The inaccuracy was noted after the x-ray was reacquired and accuracy was reestablished. The pedicle screw was placed at the wrong vertebral levels. The screws were also puncturing through the spinal cord. There was longer than one hour delay to the case. Additional information was received stating at least 4 screws were removed or repositioned. There was no comment on how the patient was doing post-procedure.

Manufacturer narrative:
H3) the software team reviewed the logs and confirmed that the site performed a spinalfusion procedure using the imaging system auto -registration and no errors observed in the logs. There was no evidence captured for the cause of inaccuracy in logs. The archive contained two CT exams, each with 192 slices and a slice spacing and thickness of 0.83 mm. Notably, the CT scan labeled oarm-1 exhibited irregular slice spacing and missing slices. There was insufficient information to determine root cause of reported behavior. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.